Event description:
Cuff pressure regulating device failure. The tubing separated for the pressure feedback adapter and created a large leak from the ventilator circuit. The problem was detected quickly and the device was replaced. No harm came to the patient. The device manufacturer was contacted and 2 defective units were sent in for investigation.